Manufacturer narrative:
The batch record review for radiesse lot a00198490, contains no nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to his event. A lot search in the global safety database was conducted on the reported lot (batch a00198490) and no similar events were noted. Assessment by merz: the event occurred in compatible temporal relationship, whereas no precise information was provided on event localization so that a local relationship can only be assumed based on the wording of this report. The event pyrexia is a systemic event. Injection site swelling (serious) and pyrexia (non-serious) are expected based on the current valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Off label use of device is only coded for formal reasons. An injection into the jawline is no approved indication for radiesse in the EU. In this case, the information provided is quite sparse and no further event details, a diagnosis or corrective treatment were provided and the outcome remains unknown. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse. This case is considered as serious with the serious event injection site swelling due to the patient's hospitalization.

Event description:
Case description: this spontaneous report was received from an italian physician and concerns a female patient. She was injected subdermal with a total of 3 ml of radiesse 3 ml, into the jaw (off label use of device) for jaw definition, on (B)(6) 2025. Batch number was reported as a00198490 (expiry date: 17-mar-2028). The batch record review was received and the lot number for radiesse 3 ml was confirmed as a00198490 (expiry date: 17-mar-2028). A lot search in the global safety database was conducted. Radiesse 3 ml was injected pure with a needle with 1.5 ml per side. In 2025, about 6 days after the radiesse 3 ml injection, the patient experienced swelling on the face. In the beginning of (B)(6) 2025, the patient was hospitalized with swelling of the face and fever of 39 celsius degrees. On (B)(6) 2025, the patient was discharged from the hospital. The area of the face treated with radiesse 3 ml was swelling up again. Due to the provided information, the outcome of the event swelling on the face was considered as not resolved. The outcome of the event fever was unknown.